Event description:
I am reporting on myself as a pt - I am an orthopedic surgeon who had a arthroscopic knee partial menisectomy at a free standing out pt surgery center by a very competent orthopedic surgeon. Pain was out of proportion for the next week post op with effusion. On post op check and aspiration of knee, I was found to have staph epi infection in knee with no reasonable cause-- I have no predisposing factors and am very healthy. I had second scope and hospitalization with IV antibiotics followed by 6 weeks home infusion of vancomycin for 6 weeks-- this still did not eradicate infection and I had to have an arthrotomy to clean out knee. By this time it was too late and my knee was destroyed. I put up with chronic daily pain until I had a total knee replacement in 2008. The only possible explantation from my surgeon and myself was that an in completely cleaned scope had been placed into my knee. We were not able to prove this. Now a report in medscape is warning incomplete cleaning of scopes recognized as causing issues. Dose or amount: na, frequency: na, route: intra-artic. Dates of use: one hour 2005. Diagnosis or reason for use: tom treat torn meniscus of knee. Event abated after use stopped: no.